Manufacturer narrative:
It was stated on 23jun2023 in the onsite service work order by the field service engineer (fse) that the service of the device was completed by the customer biomedical engineer (bme). In a good faith effort (gfe) response from the fse received on 29jun2023, it was clarified that the device issue had not actually been resolved. The repair statement in the onsite service work order had been entered erroneously. The fse stated that the issue was transferred to another engineer due to the required part being on backorder which was preventing the device from being repaired. Further clarification on the status of the device and planned service for the customer is being requested in additional gfe attempts. The investigation is ongoing.

Manufacturer narrative:
H10: it was confirmed that the device issue had been resolved by replacement of the pm pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not power on and the display was remaining blank. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) advised the customer of the latest version of the service manual for troubleshooting the issue. The customer reported replacing the power management (pm) printed circuit board assembly (pcba) with a known good part from another device and this resolved the issue. The customer stated that they were waiting on the backordered pm pcba. The customer was advised of the release of the 4th generation pm pcba and was provided with the replacement part information. The customer was then provided with a quote for onsite service by a philips field service engineer (fse). Further work by philips is pending the customers' acceptance or rejection of the quote. This investigation is ongoing.